Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, migration.

Event description:
Patient reported "implant has moved up and is possibly leaking" and "exchange from textured to smooth breast implants due to the patient¿s concern with the product". This record is for the right side. The device remains implanted.